Event description:
It was reported to philips that the upper c-arm cover and its attachment points had fallen off. The system was in clinical use. There was no harm reported. Philips has started an investigation of the complaint.